Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2020-23303. It was reported that the patient had an infection, and as a result the implantable cardioverter defibrillator and lead were explanted without complications. There was no pocket erosion seen nor any knowledge of endocarditis. The patient was recovering post-procedure.